Event description:
It was reported that the patient presented in the emergency room due to syncope. No pacing support was observed. The patient was intrinsic in the 30 beats per minute range. The hardware elective replacement indicator (eri) byte indicated that the pulse generator had reached eri. Due to low battery status, further troubleshooting could not be performed and the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.